Event description:
It was reported that bd extension set leak the following information was received by the initial reporter with the verbatim: clinician experienced: leakage water no interruption of therapy please see attached excel sheet for additional information.

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer stated that they experienced leakage with the bd standalone 0.2 micron filter. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.